Manufacturer narrative:
The customer returned both meter and strips for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): lot # 424010-22 vial# 202682 (1 strip returned) qc 1: 2.6 inr testing results (qc range = 2.5 - 3.9 inr): lot # 434923-21 vial# 202682 (5 strips returned) qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.6 inr the maximum difference between measurements was (B)(4) the obtained qc results were in the allowed range. No error messages occurred during the investigation. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter and both strip lots were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the hemosil reagent on an elite acl laboratory analyzer. The result from the laboratory at 11:08 p.m. Was 3.33 inr. The result from the meter at 11:45 p.m. Was 1.8 inr (result obtained with strip lot 42401022, expiration date 30-apr-2021) . The result from the meter at 11:48 p.m. Was 2.4 inr (result obtained with strip lot 43492321, expiration date 30-apr-2021). On (B)(6) 2020 the result from the laboratory at 1:00 p.m. Was 4.116 inr. The result from the meter at 1:55 p.m. Was 2.5 inr (result obtained with strip lot 43492321). The patient was advised to consume vegetables with vitamin k and withhold his warfarin dose based on the result from the laboratory. The patient's therapeutic range is 2.0 - 2.5 inr.